Event description:
Two 3.5x12mm nc emerge balloons were used in the procedure prior to the event. It was reported that the patient had a cardiac arrest on the ward post-procedure which was found to be due to r on t phenomenon leading to torsades de pointes: required CPR and defibrillation, return of spontaneous circulation, then admitted to ccu. IV magnesium and potassium chloride were also given. Hospitalization was prolonged with the patient discharged three days post procedure. The event was resolved without sequelae.